Manufacturer narrative:
(B)(4). We received one used (half filled) easy pump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected. In "as-received" condition, the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). In addition we detected solution (liquid) and crystallized drug residues inside the lla-cone of the patient connector. The sample was filled to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leakages were not detected at the sample. The root cause of the malfunction (no flow of fluid) could not be determined. We have informed our manufacture accordingly. A follow-up report will be provided after their statement is available. (B)(4).

Event description:
As reported by the user facility ((B)(4)). Slow flow/stop of infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). Statement from manufacturer: define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is clamped and wing cap of complaint pump has been replaced with red closing cone. Big top cap is opened and discofix cap is removed. No solution/crystallized residue is observed at cap valve. Additionally, observed air bubbles at triangle tube before filter. Furthermore, observed crystallized residue inside male luer lock. Red closing cone is removed and clamp clip is released. No flow is observed. No other deviation is observed. Analysis: further investigation (flow rate test) for slow flow rate failure is unable to be done as the complaint sample is contaminated with cytotoxic drug. Therefore, the complaint is considered as not judgable. Complaint sample is analyzed for blockage. Air bubble inside the triangle tube is purged out. However, the pump remained not working/blocked. Further investigation is done by dissecting the complaint pump by section to find out the possible contributor of blockage. Pump is dissected at microbore tube. Immediately observed flow of solution. Observed crystallized residue in male luer lock indicating fluid has passed through therefore there is no blockage at glass tube connection. Justification: not judgable as further investigation (flow rate test) is unable to be conducted as the complaint sample is contaminated with cytotoxic drug. Reviewed the device history record and there were no abnormalities found during in process and final control inspection.